Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported via the manufacturer representative that they were having discomfort where the battery was placed. Surgical intervention was planned to revise the pocket. No external or patient factors were known to have led to the issue. No troubleshooting or other interventions were done and the issue was not resolved at the time of the report. No device issues reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that the physician thought the battery was sitting on a nerve. The discomfort had not been resolved and the patient was being scheduled for a pocket revision.